Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited possible atrial pacing oversensing in the ventricular channel which resulted in right ventricular pacing and suboptimal pacing timing. This ICD remains in service. No further information available at the moment. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Due to limited information and the lack of initial reporter contact details a good faith effort to obtain the information is not possible. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.